Event description:
In 1998, augmentated with mentor siltex saline filled mammary implants. In 2003, physical exam. Obvious deflation on left side. In 2003, pt underwent explant of deflated left breast implant. Pt augmented with mentor saline implant.